Event description:
Technician alleged the bed starts to work by itself letting head up and down and the hi/low works by itself. No pt impact.

Manufacturer narrative:
The technician found a wire short inside the right hand siderail. The technician replaced the right hand siderail to resolve the issue.